Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp circuit failure had occurred. The customer ordered a motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. Per good faith effort (gfe) response, the customer declined to repair the unit and returned the mc pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.